Event description:
Port catheter broke at hub (where tubing inserts to the plastic fixture). Catheter saved in office. The port needle set for implanted central venous catheters (cvc's) failed--the tubing ruptured where it inserts the hard plastic cap. The device leaked and was opened to air. It put the patient at risk for bleeding, an air embolus and/or infection.